Event description:
A complaint was received regarding an unspecified lower glucose sensor scan while wearing the adc device. As a result, on (B)(6) 2022, the customer was provided a spoon of jam, bread, and a glucose drink after 1 hour by the non-hcp. The customer then experienced fatigue and vomiting and was brought to the hospital where they were a sensor scan of 57 mg/dl was compared to an hcp glucose test of 670 mg/dl , when plotted on a parkes error grid fell into the " out of range" zone showing the difference in values to be clinically significant. The customer was treated with insulin protocol by hcp for a diagnosis of hyperglycemia. No further medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.